Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, self test and unexpected restart tests. No unexpected restart error alarms were noted during testing. The pump was received with normal operating currents and no unexpected off no power alarms or low battery alarms were noted. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an unexpected restart alarms. Customer's blood glucose was 70 mg/dl. Customer reported that insulin pump is a back up pump and was stored for an extended period of time. Customer was not able to clear alarm, even after battery change. Customer was advised that insulin pump would need to be replaced.